Event description:
Total parenteral nutrition (tpn) going into PICC line noted to be leaking from alaris pump. Tubing removed. New bag and tubing hung. Physician notified. Tubing found to have small crack just below cassette.